Manufacturer narrative:
The investigation determined the sample clotting time and centrifugation time were insufficient according to the tube manufacturer's recommendations. The issue is consistent with preanalytical sample handling.

Manufacturer narrative:
Calibration and quality control were acceptable on date of patient testing. Customer performed ise precision testing, patient comparisons, and ise checks. The field service engineer was unable to find a root cause or duplicate this event. He verified customer precision testing was acceptable. He verified the adjustments to the ise sipper and reagent probe. He confirmed the system was within roche specifications. The investigation is ongoing.

Event description:
The initial reporter questioned low ise indirect gen.2 na, k, and cl results on a cobas 6000 c (501) module. The patient¿s initial results were na 118 mmol/l, k 3.7 mmol/l, and cl 81 mmol/l. These results were reported outside the laboratory. The physician questioned the results due to the results not matching the patient¿s current condition. The customer repeated the sample and had repeat results of na 134 mmol/l, k 4.2 mmol/l, and cl 95 mmol/l. The cl was repeated again and recovered 91 mmol/l. These repeat results were reported outside the laboratory. The physician questioned the results and sent the patient to another facility for repeat testing. Customer was redrawn at another facility and tested on a architect system with indirect methodology for ise¿s. Patient's results were na 136 mmol/l, k 4.3 mmol/l, and cl 104 mmol/l. These results were determined to be correct. The na, k, and cl electrode lot numbers were requested but not provided. Na electrode expiration date is 21-jun-2020. K electrode expiration date is 12-jul-2020. Cl electrode expiration date is 18-apr-2020.